Manufacturer narrative:
The devices were returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be determined. There was moderate amount of adhesion tackiness observed on the used device foam pad. Due to the used condition of the returned device, the original adhesion properties could not be verified. One unused device from the reported lot (vg420046b) was taken as a sample to further evaluate the reported complaint of device fall off and verified that there's adhesive property noted on the foam pad. One unused device from a random lot (vg419289b) was used for comparison and confirmed no differences on the adhesion property between the two lots.

Event description:
Patient reported the loss of 3 v-go 40 devices due to the adhesive pad not staying attached to the body. Patient reports that when she replaced her v-go yesterday she noticed a difference in the adhesive that is on the pad, that is wasn't sticky. Patient had just opened a new box of v-go's and when she applied the first v-go it never completely felt attached and it almost immediately fell off. She filled a second v-go and the same event occurred (both of the v-go?s were placed on the back of her arm). After the second v-go falling off almost immediately she applied a third v-go to her abdomen and the same event occurred. Patient has been using v-go for a year and made note that the adhesive from the new box of v-go's feels different and doesn't feel sticky at all in comparison to previous boxes of v-go. Patient used proper site preparation and there was no increased movement or interference with clothing.